Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h11. The disposable perforators was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is the risk file potential causes include not following IFU prior to using the perforator. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The disposable perforator (ID 261221) was returned for evaluation. Device history review: no anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis: the device was visually inspected. Device was lightly soiled. No other defect or damage found. Label on sleeve was worn. On the initial attempt, the spring test was difficult to perform. After multiple spring test attempts, the unit successfully passed the spring test and functioned as intended. The unit was likely frozen due to the soiling observed. The drill was successfully validated with the tachometer. A reading of 936 rpm was measured. The specification is 850-1250 rpm. Unit successfully drilled 5 holes, and the perforator functioned as designed. The complaint was not confirmed. Root cause analysis: per the risk file potential causes include not following IFU prior to using the perforator.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "when using a perforator during surgery, there were problems such as the dura being rolled in and bone fragments protruding." No patient injury reported. Type of procedure: "aneurysm mcab".